Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's age and weight were not provided. The device model # was not provided.

Event description:
The customer reported that her blood glucose reading on the contour next link 2.4 meter was 50 mg/dl higher compared to that obtained on a different meter. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the lot # for the affected test strips was not provided, the in-house testing could not be performed. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.